Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012984218); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a transcatheter aortic valve, the initial attempt resulted in the valve being positioned too low, prompting the physician to recapture the valve and attempt implantation again. During the second attempt, the valve exhibited clear infolding after opening up to two-thirds, leading to another recapture. The valve was removed. A new valve was then loaded, and the implantation was completed successfully.

Manufacturer narrative:
Upon analysis of the concomitant device, the delivery catheter system (dcs) capsule was retracted via rotation of the actuator, and the valve deployed with an infold. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint valve loaded inside the delivery catheter system (dcs) at medtronic¿s quality laboratory, the valve was removed from the dcs and forwarded to the return product analysis lab in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. Visual analysis showed the valve was discolored, with evidence of blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the dcs for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the open position. Thrombus was observed on the commissures. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow displayed an elliptical appearance. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the dcs for an unknown duration of time. Due to the receipt condition, a deployment simulation to further evaluate against the alleged infold e vent cannot be performed. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a transcatheter aortic valve, the initial attempt resulted in the valve being positioned too low, prompting the physician to recapture the valve and attempt implantation again. During the second attempt, the valve exhibited clear infolding after opening up to two-thirds, leading to another recapture. The valve was removed. A new valve was then loaded, and the implantation was completed successfully. Additional information was received indicating the following: a misload was not identified during the valve loading process; a procedural delay of approximately ten minutes resulted from the infold and subsequent exchange to another valve; and according to the physician, the patient's aortic calcification contributed to the infold.